Event description:
It was reported that the barrel was bent with a bd syringe¿. 1ml ls 25ga 5/8in chin. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2019, the newly produced 1ml injector before use inspection found that the syringe bent, deprecated. Replace the new consumables.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The barrel / flange damaged; as stated as the reported code was unconfirmed as no photo / sample returned for investigation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was bent with a bd syringe¿. 1ml ls 25ga 5/8in chin. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2019, the newly produced 1ml injector before use inspection found that the syringe bent, deprecated. Replace the new consumables.